Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator was making a grunting noise during est due to safety valve cannot open (diagnostic code 3130). No patient involvement reported,